Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open de-cortication, while fixing the air leakage with buttress, the stapler was able to fire, but when being retracted, the device stopped midway and when additional force was placed on the device to retract it fully, the tissue was torn and there was a small amount of blood loss. The surgeon used a clamp and suture to repair the tissue damage, resolve the issue and complete the case.